Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During deployment of the clip, when removing the gripper line (gl), it broke into two pieces at the lever. The gl was simply removed from the steerable guide catheter (sgc) hemostasis valve by pulling on one side. An additional clip was implanted to complete the procedure, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported break-gripper line removal during use could not be replicated in a testing environment due to the returned condition of the device (gripper line was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. There is no indication of product quality issues with respect to manufacture, design or labeling.